Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the customer stepped on the pump and the touch screen became shattered. Customer is unable to see the touch screen due to the damage. Customer's blood glucose was 160 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.